Manufacturer narrative:
Concomitant medical products: mdt-lead, implanted:(B)(6) 2003, 4195-88, lead, implanted: (B)(6) 2010.

Event description:
It was reported that an abnormal interrogation of the cardiac resynchronization therapy defibrillator (crt-d) was observed, which indicated an unexpected low battery capacity, or remaining longevity. The crt-d was explanted and replaced. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.